Event description:
It was reported during PICC catheterization, prepare to pre-flush PICC catheter, which occurs with a leak at 32 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation showed some use residues throughout the returned catheter. A functional test of infusing water into the stylet using a 12 ml syringe revealed the catheter to leak just proximal of the 33 cm depth marker. A microscopic observation revealed a longitudinally aligned split just proximal of the 33 cm depth marker. The split appeared to have a granular fracture surface. The catheter was cut just proximal to the observed split and cut lengthwise to observe the inside surface of the split. The inside surface of the catheter at the split site showed a long mark that extended longitudinally in either direction from the split. The complaint of a leaking catheter is confirmed and was determined to be related to stylet damage. Such damage may occur if the stylet is manipulated prior to flushing the catheter or if the catheter is constrained during stylet manipulation/removal. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported during PICC catheterization, prepare to pre-flush PICC catheter, which occurs with a leak at 32 cm. No other information was provided.